Event description:
The customer reported that she smells like insulin and feels it is leaking somewhere. The caller mentioned being hospitalized with low blood glucose of 48mg/dl, but she was not wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.